Event description:
The surgeon implanted an aq2010v silicone three piece lens but it broke while being inserted. The lens was removed with no patient injury, no incision enlargement. The nurse stated it was unknown as to why the lens broke. An aw cartridge fp was used but the nurse was unable to recall the lot number, nor the model and lot number of the injector.